Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician loaded a penumbra system ace 68 reperfusion catheter (ace68) into a non-penumbra sheath with a guidewire in the ace68. Next, the physician removed the sheath and guidewire, introduced a stent retriever device into the ace68, and then initiated aspiration. While withdrawing the ace68 and stent retriever device under aspiration, the ace68 stretched. The procedure was then completed using a new ace68 and the same stent retriever device. There was no report of an adverse effect to the patient.